Event description:
The facility's intensive care unit nurse reported an infusion pump that was "found off" during patient use. The pump was infusing vasopressin, insulin, and fentanyl at the time of the event. The pump was reported to be plugged in when it was found in the off state. According the ICU nurse, no patient injury or need for medical intervention had been reported related to the event. No additional information available.